Event description:
Reporter stated the customer experienced hyperglycemia of 495 mg/dl due to a leaky cartridge. He was taken to the hospital, diagnosed with diabetic ketoacidosis, and treated with insulin via syringe. He was discharged from the hospital on (B)(6) 2015. The alleged cartridge was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.